Event description:
A materials manager reported that a piece of debris was noted resting on the pt's iris during a cataract procedure. The debris was successfully removed by the surgeon during the same procedure. There was no pt harm associated with this event. In a follow-up, the materials manager indicated that the operative report reflected that the syringe locking collar seemed difficult to seat prior to the procedure. Add'l info has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Add'l info has been requested by phone and mail on 03/12/2012 and 04/11/2012. (B)(4).